Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. On the same day as the event onset, the patient went to an out-patient treatment center, however, it was not reported if the patient was hospitalized for the event. The patient was treated with meropenem injection (500mg each bag, intraperitoneal, ongoing), amikacin injection (100mg each bag, intraperitoneal, ongoing) and vancomycin injection (2gm weekly, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Initial reporter name and address: address: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information, b5: upon follow-up, it was reported that antibiotic treatment was discontinued and the patient has recovered from the peritonitis event on an unknown date. Should additional relevant information become available, a supplemental report will be submitted.